Event description:
The aveir sheath was loaded with a ventricular pacemaker and prepped for insertion. The sheath was advanced through the abbott introducer to the level of the right atrium and deflected across the tricuspid valve into the ventricle. Orthogonal fluoroscopy views were used to position the device on the mid to distal right ventricular septum. There was abnormality in the cover sheath for the device which was noted after initially crossing the transcatheter valve. The lead was positioned with good pace sense characteristics but the site had a high impedance and threshold and was thought not to be incomplete contact with the ventricle. Upon pulling back the device and cover sheath to repositioned there was an abnormality which was persistent in the cover sheath and as the device was repositioned who was noted that the active fixation screw had become detached and stretch. The entire device was moved back into the sheath and pulled out. The active fixation screw and become damaged and could not be used. A new device was attached to the delivery sheath in once again a new position was found with good pace sense characteristics numbers.